Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction did not recur. The caller was advised to continue using the pump and to report any future malfunctions.